Event description:
It was reported that during a hemorrhoidopexy, the doctor fired the stapler and there was posturing cut and it fell down, staple didn't form properly so doctor had to remove the stapler and there was continuous bleeding. The doctor had to complete case by doing conventional open technique.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrive in good visual condition. The breakaway washer was present and uncut and the device was loaded with staples, however, the staples were partially formed. It should be noted that before firing, the orange indicator should be fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested from functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.